Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were really hard to press. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated this issue happened for all the time. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated insulin pump was off for 3 days, started now but still buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to some hardware issue and due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.